Manufacturer narrative:
(B)(4). The customer reported being unable to obtain an etco2 reading during a patient event. There was no negative patient impact reported. The device was evaluated by a philips fse. The symptom was isolated to a faulty etco2 module. The etco2 module was replaced. The device passed all testing and was returned to service. We are considering this a malfunction of the etco2 module. Replacement of the etco2 module resolved the issue.

Event description:
The customer reported being unable to obtain an etco2 reading during a patient event. There was no negative patient impact reported.